Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in mexico, regarding a 20 mm sapien 3 ultra resilia valve implant case by transfemoral right approach in aortic position, during the procedure, the valve, crimped in the wrong orientation by personnel without an active edwards contract, was delivered with the outflow oriented toward the left ventricle. Cardiopulmonary resuscitation was initiated but the valve obstruction made it ineffective. A valve in valve was planned and a second valve kit was opened. However, the patient developed left ventricular outflow tract obstruction leading to cardiac arrest and could not be recovered. The reporter identified the incorrect crimp orientation and delivery with outflow toward the left ventricle as contributing factors.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Incorrectly oriented thv and subsequent obstruction and death was confirmed based on the information available to date. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''during the procedure, the valve, crimped in the wrong orientation by personnel without an active edwards contract, was delivered with the outflow oriented toward the left ventricle.'' Per training manuals/IFU, ''verify correct thv orientation with the inflow (outer sealing skirt) of the thv oriented distally towards the tapered tip'', ''the physician must verify correct orientation of the valve prior to its implantation'', ''have operating physician verify correct orientation of thv inside the loader'', ''the physician must verify correct orientation of the thv prior to its implantation; the inflow (outer sealing skirt) of the thv should be oriented distally towards the tapered tip''. In this case, the hospital technician was likely inexperienced, and the valve was likely crimped in an incorrect orientation during device preparation. Furthermore, the operating physician did not recognize that the valve had been crimped incorrectly. As such, available information suggests that procedural factors (failure to follow instruction, failure to identify incorrect orientation of thv) may have contributed to the complaint event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.